Event description:
The customer contacted heartsine to report that their device failed to present voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
The customer's device was returned for the evaluation. Upon receipt, no audio prompts were issued by the device, as per the reported fault, and a flashing green status led was observed. A visual inspection of the device identified no apparent defects, however when measured the y4 crystal was found to be outputting a non-oscillating signal of 0v which would indicate a failure of this component. This component generates the clock signal required to synchronise the speech chip (u21) operations. The fault could not be replicated after replacing y4. This would indicate the failed y4 crystal was the leading cause of the lack of the clock signal. This had resulted in a delay to the device operations during the periods when speech prompts should have been issued. This had caused charging timeout errors and reduced shock energy output during the investigation. A flashing red status indicator and failure chirp were observed after shock delivery. Information from the device memory shows that audio prompts were being logged from the date of installation on the (B)(6) 2022. Information from the device memory indicates the last audio prompts recorded were logged on the (B)(6) 2024. After this, no further audio prompts were logged during power cycles, indicating the y4 crystal failed after this date. The customer's device will be scrapped and replaced.

Event description:
The customer contacted heartsine to report that their device failed to present voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.